Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that at pod activation the pink slide did not move forward to deploy the needle mechanism.

Manufacturer narrative:
The device was received not deployed. The download data indicates the first prime completed at pulse 46 and deactivation occurred at pulse 56. The ratchet gear firing flat did not reach the release bar at the end of the second prime and therefore the needle mechanism did not deploy prior to deactivation. A drive stall was present in the download data at the end of the device run. The device was reset, connected to pdm and programmed to deliver a 5-unit bolus. The ratchet gear failed to rotate even though the hook talons moved and an 0x5c alarm was reported in the reset data. No issues were observed with the ratchet gear teeth or the hook post spring. Failure to detent the ratchet gear during the priming sequences resulted in the device not deploying prior to deactivation.